Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatonic cocr v40 femoral head on his left hip on or about (B)(6) 2007 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
An event regarding alleged wear (metallosis & trunniosis) and excessive levels of chromium and cobalt involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records received for evaluation. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatonic cocr v40 femoral head on his left hip on or about (B)(6) 2007 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood. Update: it was reported that patient was revised due to metallosis and trunnionosis. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.